Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. No anomalies were detected during device history record review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a fractured humeral surgery on (B)(6) 2016, while the surgeon was implanting the multi lock nail into the patient¿s left humerus bone; the surgeon stated that he was unable to get the anterior distal screw to line up on the aiming arm. The surgeon kept missing the whole with the drill bit. Due to this incident an additional five (5) minutes was added to the operating room time. The surgeon chose to only implant the distal 4.0mm locking screw instead of his preferred method of using two (2) distal locking screws. It was reported that the surgery was completed successfully with no harm to the patient. Concomitant devices: 8mm ti multiloc proximal humeral nail left, cannulated, 160mm/ 04.016.035s- lot number unknown - qty 1; 4.0mm ti locking screw with t25 stardirve 24mm/ 04.005.414- lot number unknown - qty 1; aiming arm knob/ 03.019.030- lot number 3796664 - qty 1. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) aiming arm for multiloc proximal humeral nails (part 03.019.008 / lot 3784540) and one (1) insertion handle for multiloc humeral nails (part 03.019.006 / lot 3784272) were returned for investigation. Both devices were received undamaged in an assembled state with no issues found. Part 03.019.030 with lot 3796664, four (4) nuts, and four (4) lock washers were also received for evaluation as concomitant devices. A visual inspection of the concomitant parts found no issues; therefore, no further investigation was required for those items. A visual inspection, functional test, and drawing review were performed on the two (2) complainant devices as part of this investigation. No product design issues or discrepancies were observed. A dimensional analysis and a functional check of each device found no anomalies or issues. The root cause of the complaint condition is unknown. The returned parts were determined to be suitable for their intended uses when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The devices are part of the multiloc humeral nail system and are intended to be used to aim/insert locking screws into the nail. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design, materials, and finishing processes were found to be appropriate for the intended uses of these devices. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.